Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
Medtronic investigation of returned suspect 15w laser finds that a visual examination confirmed bent or cracked areas on the end of the fiberoptic with possible charring. The connection tip also appears to have some charring. Physical damage - misuse. Engineering evaluation notes: cracking/charring of the laser diffusing fiber (ldf) is indicative of too much power and/or not enough cooling of the laser fiber during use hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A site physician reported that, at the end of a laser thermal ablation therapy procedure, the thermal therapy system laser was not functioning as expected. After successfully using a spine kit 600, the laser lost functionality for a prostate procedure. When removing the fiber from the laser, it was noticed that the portion of the fiber that interfaces with the laser was charred. The surgeon attempted to use two new spine kit 600 fibers, however, they did not appear to function at all. The fiber was not showing the expected visual light indicator. The medtronic representative re-booted the system, however, continued to experience the same behavior. The surgeon opted to continue and completed the procedure with the use of the system. There was no impact on patient outcome.